Event description:
It was reported by the hospital that during surgery, the femoral drill broke.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that during surgery, the femoral drill broke.